Manufacturer narrative:
Four products were received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of particulate matter could not be replicated or confirmed, as the evaluation of the returned sets did not confirm the presence of black specks.

Event description:
An event was reported on an unspecified date involving a secondary set, secure lock, 34 inch product. It was reported that there were black specks in the drip chambers. There was no reported patient involvement or patient harm.